Event description:
The user facility reported that a foreign material was discovered in the package during preparation prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that a foreign material was discovered in the package during preparation prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.